Manufacturer narrative:
(B)(4).

Event description:
The customer experienced issues with qc and patient results for urine albt2 tina-quant albumin gen.2, tpuc3 total protein urine/csf gen.3, and igg-2 tina-quant igg gen.2. They performed precision testing with qc material which failed. The field service representative found there was an issue with the gear pump. He replaced the gear pump head and adjusted the pressure. The customer ran calibration, qc, and precision testing on multiple urine tests and confirmed the system was operational. On (B)(6) 2017, the customer repeated 150 urine samples that had been tested since the issue appeared to have begun and they corrected the reported result for 21 of the samples. Of the data provided for 21 patient samples, only the results for 16 were discrepant. No treatment was based on the results and no adverse event occurred. The albumin reagent lot number was 21974301 with an expiration date of 11/30/2018. The total protein reagent lot number was 19644001 with an expiration date of 09/30/2018.